Manufacturer narrative:
The battery monitor board was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system would display an error message in regards to a low battery.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue when on-site. It was noted that the battery monitor board was replaced, as the event log showed a history of low battery voltage error messages. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system powered down once unplugged from a known operational outlet. It was noted that the imaging system was plugged into an operational outlet overnight. There was no patient present when this issue was identified. No additional information was provided.